Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The arterial access site was confirmed in the right common femoral artery, which was reported to be greater than 6mm in diameter and moderately calcified. It was reported that the device was inserted and the foot was deployed without difficulty. When the needles were retracted, a bilateral cuff miss was noted. The foot was then parked. In the attempt to retract the device, the device could not be removed. The physician deployed and parked the foot multiple times and manipulated the device in the attempt to remove it. It was reported that the device broke leaving the sheath in the pt's artery. The physician was able to stabilize the sheath with forceps, however, the sheath could be removed. A vascular surgeon was consulted. The pt was taken to surgery for sheath removal and repair of the artery with a patch. The pt was discharged from the hosp on 07/2003. There are no reports of any further adverse pt sequelae.